Event description:
It was reported that the device was implanted and explanted in 2008, due to unsuccessful ring repair; secondary to moderate insufficiency (mitral regurgitation). It was reported that the device is not available for return.

Manufacturer narrative:
Patient code: unsuccessful ring repair secondary to mitral regurgitation. Device not returned.